Event description:
Deflation of left breast implant. Bilateral implant exchange with mcghan devices.

Event description:
Deflation of right breast implant. Bilateral implant exchange with mcghan devices.